Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed. The product returned for evaluation were two guidewires along with a sealed suture wing, statlock, and two-piece connector from a groshong nxt kit. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and one of the guidewires (unit 01) was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle) the weld tip of the wire was missing and could not be accounted for during the evaluation biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported by the customer that the stylet of the groshong was cut. Event assumed to be during insertion since the catheter adapter was not used. There was no reported patient injury. No other information provided. Additional information received (B)(6) 2023: it was reported that guide wire torn and remains in the patient body. Patient is bedridden, aspiration pneumonia, puncture site: right ulnar cutaneous vein, event occurred in the x-ray room.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that the stylet of the groshong was cut. Event assumed to be during insertion since the catheter adapter was not used. There was no reported patient injury. No other information provided. Additional information received on 12/07/2023: it was reported that guide wire torn and remains in the patient body. Patient is bedridden, aspiration pneumonia, puncture site: right ulnar cutaneous vein, event occurred in the x-ray room.

Event description:
It was reported by the customer that the stylet of the groshong was cut. Event assumed to be during insertion since the catheter adapter was not used. There was no reported patient injury. No other information provided. Additional information received on 12/07/2023: it was reported that guide wire torn and remains in the patient body. Patient is bedridden, aspiration pneumonia, puncture site: right ulnar cutaneous vein, event occurred in the x-ray room.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the stylet of the groshong was cut. Event assumed to be during insertion since the catheter adapter was not used. There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.